Manufacturer narrative:
(B)(4). Additional information and two companion samples of the same product lot used on the patient was received from the user facility. Final medical assessment: while several risk factors that induced the progression of a cardio-respiratory insufficiency and the metabolic imbalance have been identified, the necrotic bowel incarceration and subsequent revision surgery may have been the major contributing factors to the fatal outcome. It can be concluded that the mesh rupture has potentially caused the necrotic incarceration, and by that contributed to this outcome. Baxter synovis completed the investigation. Two companion samples were available. Sample evaluation was performed and visually no issues were identified. The samples showed the temperature indicator was not activated thus they were tested three times each for suture retention and amine index. The amine index passed all specifications however, the companion samples did not meet suture retention specifications. Per synovis, the product lot met all specifications at the time of manufacture and it is suspected the companion samples were exposed to temperatures above 77 degrees f during storage at the user facility which resulted in a reduction in the suture retention performance. Batch record review was performed and no issues were identified. No trend was identified. Per synovis, the root cause of the tear is not determinable with the information provided. The actual storage conditions for the product in question cannot be confirmed to have been within the recommended storage temperature range and the method used to attach the tissue and the patient?s activity may also resulted in the tissue tearing at the points of attachment. This is the first complaint of this nature received for this product lot. The complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: veritas mesh is a re-absorbable collagen matrix. It appears that the mesh has ruptured after implantation. Veritas collagen matrix allows for neo-collagen formation and neovascularization of the implanted device and permits replacement of the device with host tissue, or remodeling. It appears that the expectation that this mesh will withstand the abdominal pressure during remodeling was not realistic. In high-risk patients the use of re-absorbable meshes is controversial. Either the intra-abdominal pressure has been too high or the physical resistance of the mesh during remodeling has been too low. Another precaution that has to be taken into account is to avoid tension on the material. The device rupture may be possibly related to the use of the veritas mesh. If feasible (reporting surgeon not identified) review of the IFU would be recommended. Baxter is still following up with the reporter for additional information. A follow-up report will be submitted upon review of additional information and review of the instructions for use with the surgeon.

Event description:
A doctor reported to baxter (B)(4) sales representative that veritas did not work properly. The device was implanted for a laparocele surgery in a patient and then the device gave out and tore. The patient underwent a new surgery. The availability of the sample will be verified. No additional information provided.

Manufacturer narrative:
(B)(4). Additional information was received from the user facility. The customer stated that three (3) days after surgery, the patient experienced partial detachment of the veritas patch which caused a partial intestinal occlusion and led to necrosis. The patient underwent a new surgery and after a week in intensive care, the patient died. No additional information was received. Follow-up medical assessment summary: while the rupture of the veritas mesh may be caused by instances mentioned in the previous assessment (increased intra-abdominal pressure, mesh under extreme tension) no conclusion can be drawn on what caused the death. Further clarification is needed. Baxter (B)(4) has made credible attempts to retrieve additional case information from the site. No response received. Due to the lack of information a causal relationship cannot be determined. Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review was performed and no issues were identified. Per synovis, based on the information provided by the customer, the root cause is undeterminable at this time. If additional information is received in the future, case will be re-opened and re-evaluated. This is the first complaint of this nature received for this product lot. The complaint will be kept on record for trending purposes.

Event description:
The following additional information received from the user facility: what was the determined cause of death? Cardio circulatory insufficiency, respiratory failure. What risk factors (cardiac, vascular, metabolic, etc.) Could have contributed to the death? Respiratory failure, diabetes, age. Has a necrotic incarceration been diagnosed in conjunction with the rupture of the mesh? Yes. What has been specifically done during revision surgery (bowel resection? New mesh? Etc.)? Necrotic bowel resection and repositioning of new mesh. What has been the clinical course of events from revision surgery until the patient expired? Exacerbation of cardio-respiratory failure and metabolic imbalances. Could you please describe the way in which the tissue tore (tore from the sutures, tore in the middle, etc.)? Was highlighted a tearing of the tissues in the margin of anchorage of the prosthesis to about 10 cm.